Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not exiting the cartridge pigtail tubing. Customer replaced the infusion set and cartridge. Customer's blood glucose was 106 mg/dl.